Event description:
Customer was admiited as an inpatient to a hosp for high bg. Troubleshooting performed and it was determined that customer had low battery. Advised to change battery and to change infusion set while standing up.